Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons failed.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (defective response button) was confirmed. Upon investigation, the rear response button was defective. The cause was the rear button cable was creased and traces were damaged near the bezel. The root cause for the damaged response button cable was not able to be identified but was likely due to excessive force. No adverse event resulted from the defective response button.